Manufacturer narrative:
A ge representative evaluated the system and replaced the snubber board, and cleaned and degreased the candlestick (high voltage) connectors. System operates as intended.

Event description:
The customer reported the system will fluoro, but will not produce images. No pt injury was reported.